Event description:
Caller states the patient tested 3.9 inr and 2.7 inr on the coaguchek xs system. The patient had used germ-x hand sanitizer to clean his finger; the patient's finger was not dry when the result of 3.9 inr was obtained. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.